Manufacturer narrative:
Pump was received with minor scratched display window, cracked battery tube threads and broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the crack is seen on the reservoir compartment. The customer stated that the drive support cap appeared normal. The product was returned for analysis.